Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer spouse reported via phone call that they experienced high blood glucose level. The customer treated in hospital. Troubleshooting was performed. The customer was hospitalized and blood glucose value when admitted to hospital was above 900 mg/dl. The customer complained about high blood glucose. Customer wearing the pump at time of hospitalization. The product was not returned for analysis.